Event description:
A little less than five months prior to the date of this report, it was reported the patient¿s stimulation sensation felt stronger ¿suddenly¿ when they were bending over. The sensation went away when the patient straightened up. The same sensation was felt when the patient went to sit in their car. It was stated that this had only been happening in the past few days and the patient was concerned their lead wire had moved. No falls or traumas were noted. It was added the patient had turned stimulation down while sitting or lying down and then would increase it when they are up and walking. It was noted the patient was diagnosed with a cyst on her ovary as well. Information received two weeks later indicated the patient had their ovarian cyst removed and the device was off for the procedure. Upon turning the device on after, the patient felt stimulation for one second and then felt nothing. Stimulation was reported as ¿intermittent.¿ the amplitude was increased from 2.2v to 4.8v without the patient feeling stimulation. It was noted however that the patient did feel stimulation for a second, but it was ¿too high¿ so the patient turned it down. The patient would need to be in a certain position to feel stimulation. This was noted to have occurred prior to the surgery. It was stated the patient would only feel stimulation while ¿laying down or sitting in certain positions and then the stimulation was set ¿high.¿ the reporter indicated the doctor ¿doubted it,¿ but indicated that ¿it could have been¿ the ovarian cyst and suggested to turn therapy off. It was noted the patient had an appointment with their doctor on (B)(6) 2013. As of the date of this report, it was reported the patient had stopped feeling stimulation all together since around the beginning of (B)(6) 2013. No matter what program or how high the amplitude setting, the patient felt no stimulation sensation. It was stated the patient met with their manufacturer representative on (B)(6) 2014 who checked their system and reportedly indicated that the lead ¿looked broken.¿ it was suggested that the doctor replace it. Previously noted information was clarified to be ¿strong impulses out of nowhere¿ that the patient was getting ¿intermittently.¿ this was in (B)(6) 2013. An x-ray was taken at that time and the lead wire had not moved. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0671b, implanted: (B)(6) 2013, product type lead. (B)(4).